Manufacturer narrative:
Device available for evaluation? Yes, returned to manufacturer on 2/22/2017. Device returned to manufacturer? Yes. Device evaluation: the return was received in a small sample container. Several pieces of white debris (fibers, particles) were observed on the lens surface. Fourier transform infrared (ftir) spectroscopy of the sample identified the material as a cellulosic material (i.e. Cotton, rayon, lint) exposed to a salt solution. The reported issue was verified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. Labeling review: the directions for use (dfu) were reviewed. The dfu provide the customer with information on properly handling the product. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
If explanted; give date: n/a (not applicable). The intraocular lens was not implanted. All pertinent information available to abbott medical optics has been submitted.

Event description:
The customer reported a spot on the intraocular lens (iol). No patient contact. This was noticed during handling but prior to insertion. No additional information was provided to abbott medical optics.